Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient passed away. The patient's spouse reported that the patient had gotten up in the middle of the night, fell, and was unresponsive. Emergency medical services was called. The patient was taken to the emergency department intubated but was pronounced dead. It was unknown if the death was device related or if the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this investigation. It was reported that the patient got up in the middle of the night, fell, and was unresponsive. The patient was taken to the emergency department (ed) and intubated but was pronounced dead on (B)(6) 2021. It was unknown if the death was device related or if the device operated as expected. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 04apr2017. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists death as an adverse event that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.